Event description:
It was reported, stylet white spots, unable to be inserted into the blood vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material on the stylet was confirmed but the cause is unknown. A single photograph of a wire, consistent with the implicated stylet, was returned for evaluation. Only a small section of the wire was shown. A bend was seen in the wire and small specks of white flakey material were seen on the outside of the wire. The white material appeared consistent with flaking of the hydrophilic coating on the stylet. A root cause could not be determined from the returned photograph; however, possible contributing factors could include pulling the stylet across the edge of the t-lock stopper at an angle, retracting a dry stylet prior to flushing the system, manufacturing related deficiencies, or other unknown clinical usage or storage conditions. This complaint will be recorded for future trending and monitoring purposes.